Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index the procedure one resolute onyx des was implanted in the 1st obtuse marginal, one resolute onyx des was opened but not used and a third onyx was introduced into the guide catheter. Cec adjudicated non q-wave mi (tv) 3rd udmi peri-pci in the 1st obtuse marginal. Sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication.

Manufacturer narrative:
Lot number of pli20 updated. If information is provided in the future, a supplemental report will be issued.